Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. Device history review ==> 19 parts were manufactured per specification and all raw materials met specification. There is no nr or deviation associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation. It also states that acetabular cup was implanted slightly vertical and retroverted. These two issues along with the use of posterior surgical approach elevated the patient risk for dislocation. Doi: (B)(6) 2017; dor: (B)(6) 2017; left hip.